Event description:
Affiliate reported that the microsensor should have had a zero reading after implantation but was reading at 20+. Surgeon noted this as abnormal reading at the time but decided to go ahead and close. The patient then recorded on the icp express box spikes of icp reading of 50+. Both the grey cable and the icp express box were changed. The readings continued to be unusually high. A decision was made to remove the microsensor and implant a new one. This one recorded reading in the expected ranges. There was no adverse event reported due to the use of this product.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor. Suture attached to catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 3/23/11. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.